Event description:
The customer called requesting assistance with changing her infusion set. The blood glucose reading was 220mg/dl. The caller stated that the insulin pump alarmed motor error. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run the displacement and self test passed. The time, date, and basal rate were correct. Instructed the caller to run a manual prime and the insulin did exit. Performed a high pressure test and the test failed twice. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Unable to prime during prime alarm test and motor error alarmed during basic occlusion test due to moisture damage noted in force sensor. The insulin pump passed displacement test. No unexpected low reservoir alarms noted during testing. Motor tested ok.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.